Event description:
During testing, 'low fio2' and 'high fio2' alarm occurred. Calibrating the o2 sensor did not solve the issue. This issue was resolved by replacing the o2 sensor. There was no patient involvement in this case.